Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced bent cannula event on (B)(6) 2024. He went to emergency room for high blood glucose levels on the same day and was hospitalized for 8 hours. Highest blood glucose levels reported during the incident were 590 mg/dl. Patient took bolus via the pump in an attempt to resolve their high blood glucose issue. He also observed occlusion alarm. Patient received intravenous fluids of saline and insulin as hospitalization treatment. No further information available.